Event description:
During inflation of the balloon of the stent delivery system (sds), the balloon ruptured. The target lesion was right renal artery. The were heavy calcification and moderate vessel tortuosity, the rate of stenosis was 90%. The lesion was pre-dilated with 4mm balloon catheter (details unk). The palmaz genesis sds was properly inspected and prepped prior to insertion. The sds was delivered to the target lesion. It is unknown if there was any difficulty tracking the device over the guidewire and crossing the lesion with the sds. During inflation, the balloon of the palmaz genesis ruptured at 5atmospheres. Although the balloon ruptured, the stent was successfully placed in the lesion. The balloon of the palmaz genesis was removed from the patient body without any difficulties. A powerflex p3 (6mm, lot unk) was used for the post-dilatation to make sure the stent was properly attached to the vessel wall. The procedure was completed successfully. There was no adverse consequence to the patient and he is in stable condition.

Manufacturer narrative:
This product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.